Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the leads and battery was revised on the day of the day of the report. The leads appeared to be at the same level as the implant; however, the patient¿s biggest complaint is how positional they are. A paddle lead was recommended and that is what replaced the percutaneous leads on the day of the report. The implantable neurostimulator was also replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the leads ((B)(4)) was performed and it was determined that there were no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jul-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has had issues getting stimulation over the target area at the right foot and ankle without extremes of back arching and slight torso rotation. The patient felt that the leads had moved so the hcp ordered x-rays. No further complications were reported.